Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm (pump error 23), trace pointers are invalid (pump error 68), history pointers failed, the history pointers are corrupted (pump error 49), hardware low-level failures (pump error 63). Troubleshooting was performed, the customer was able to successfully clear the alarm, received a request to rewind the pump, and was able to complete the rewind. The customer received battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 49, pump error 68, failed battery test alarm, or unexpected pump error 23 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 43 alarm on (B)(6) 2023 at 10:54:00.000. Pump alarmed 3 pump error 23 alarms on (B)(6) 2023 at 19:12:50.000 and on (B)(6) 2023 at 09:53:27.000 and 09:54:29.000. Pump alarmed 6 pump error 49 alarms on (B)(6) 2023 at 19:08:13.000 and 19:09:08.000 and on (B)(6) 2023 at 09:52:53.000, 09:53:08.000, 09:54:03.000, and 09:54:16.000. Pump alarmed 3 pump error 69 alarms on (B)(6) 2023 at 19:08:13.000, and on (B)(6) 2023 at 09:52:53.000, and 09:54:03.000. Pump alarmed 4 failed battery test alarms on (B)(6) 2023 at 19:08:33.000, 19:09:23.000, and 19:09:36.000, and on (B)(6) 2023 at 09:50:20.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, and battery cap contact missing. Pump error 49, pump error 68, failed batt test, and pump error 23 were not confirmed during testing. Pump error 43 alarm was confirmed in the pump history files and traces due to a possible motor error, problem isolated to the motor assembly. Battery cap contact missing was confirmed during visual inspection. Moisture damage was confirmed found isolated on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.